Event description:
On (B)(6) 2013 the reporter contacted animas alleging that boluses were missing from the bolus history. The bolus history indicated that the last bolus delivered was on (B)(6) 2013 at 19:36pm with 3.10 units completed. Reportedly, the patient¿s blood glucose level was 13 mmol/dl with no symptoms indicated, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last bolus performed was on (B)(4) 2013 during a review of the bolus history. There was no activity outside of normal use observed in the black box history. The pump was powered on and displayed the ¿verify¿ screen. The ¿ez-prime¿ steps were successfully performed on the pump. The pump was exercised for (B)(4) hours; no alarms occurred during testing. Multiple boluses were performed on the pump during investigation using the ¿advanced bolus¿ function; all boluses were successfully performed. The pump history accurately recorded boluses in the correct time and order. There was no damage found to the keypad and the keypad buttons were found to be responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.